Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 130 units of insulin. There was no reported impact to the customer¿s blood glucose level. Reportedly, addition insulin was added to the existing cartridge and load process was successfully completed. Insulin delivery was resumed.